Event description:
The patient received more IV fluid than intended. The dial-a-flo was set to deliver 20 ml of an unspecified medication for an unspecified duration. Reportedly the patient received 40ml. There was no reported adverse patient effects. No medical interventions were required.